Event description:
During a laparoscopic assisted vaginal hysterectomy, a bipolar cutting/coagulating forcep was mistakenly connected to a monopolar energy source. (The connectors are identical in configuration, though marked with written description.) This resulted in the forceps being energized as soon as the blade ends closed, rather than when the foot pedal on/off switch was used. Fortunately this only resulted in a minor burn to the inside of the abdominal wall, but it is easy to see how this could result in devastating injury, particularly to the bowel or major vascular structures.